Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging an unusual issue: the consumers test strips were not working properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.